Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. During the procedure the physician noted that the patient had a pericardial effusion. The closure device was successfully implanted in the laa of the patient. After the procedure was completed the physician performed a pericardiocentesis to treat the effusion. The patient was stable and fine following these events.